Event description:
A customer reported a cartridge alarm issue occurring during pumping while using their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump and instructed the customer on backup therapy options, shipping details, and how to return the faulty pump. The customer understood and acknowledged the instructions.